Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6); h3:yes; h6: img code(s): g04035, g04034; h6:FDA method code(s): b01, b15; h6: FDA results code(s): c04; h6: FDA conclusion code(s): d02, d15; serial# (B)(6); h3:yes; h6: img code(s): g02002, g04034; h6:FDA method code(s): b01, b15; h6: FDA results code(s): c19; h6: FDA conclusion code(s): d14; serial# (B)(6); h3:yes ; h6: img code(s): g02002, g04034; h6:FDA method code(s): b01, b15; h6: FDA results code(s): c04; h6: FDA conclusion code(s): d02. The pump ((B)(6)) was not returned for evaluation. One (1) controller ((B)(6)) and two (2) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis revealed that the returned devices passed visual inspection and functional testing. The controller was able to properly connect to test batteries and the batteries were able to properly connect to a test controller without any anomalies. As a result, the reported poor mechanical connection event was not confirmed. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of the available autologs reports revealed an three (3) power disconnect alarms involving (B)(6) since (B)(6) 2021. Review of the available alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Log file analysis revealed four (4) controller power up with an associated pump start events on (B)(6) 2021 at 06:18:38, on (B)(6) 2021 at 14:36:00, on (B)(6) 2021 at 17:18:16, and on (B)(6) 2021 at 18:59:21. The controller was without power for 6 seconds, 11 seconds, 14 seconds and 7 seconds, respectively. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the first power up event were not available. No anomalies were observed leading up to the other losses of power. Review of the controller log files also revealed consistent increases in power consumption and estimated flows within the analyzed period leading to parameters above the normal operating range; however, no alarms were logged within the analyzed period. As a result, the reported communication errors, losses of power, and high power events were confirmed. (B)(6) was lubricated prior to release. There is no evidence that the lubrication servicing was performed on (B)(6). Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermi ttent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a high power consumption above normal range. It was also reported that the controller exhibited loss of power due to unstable, poor mechanical connection on port number two (2). Additionally, it was indicated that two batteries had a communication error due to poor mechanical connection. The vad along with the batteries remain in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the high power cause, but it was not available at the time of this report. If additional information is received, the event will be updated, and a supplemental report will be sent. Additional product: brand name: heartware ventricular assist system ¿ controller, model #: 1420-controller / catalog #: 1420-controller / expiration date: 30-nov-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 05-nov-2019, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2021/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 01-oct-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2020/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 20-jul-2019, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Corrected section: b5 desc evt was corrected to show the vad remain in use. The controller and batteries were exchanged. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a high power consumption above normal range. It was also reported that the controller exhibited loss of power due to unstable, poor mechanical connection on port number two (2). Additionally, it was indicated that two batteries had a communication error due to poor mechanical connection. The vad remain in use. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular assist device (vad) exhibited a high power consumption above normal range. It was also reported that the controller exhibited loss of power due to unstable, poor mechanical connection on port number two (2). Additionally, it was indicated that two batteries had a communication error due to poor mechanical connection. The vad along with the batteries remain in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the high power cause, but it was not available at the time of this report. If additional information is received, the event will be updated, and a supplemental report will be sent. Additional product: brand name: heartware ventricular assist system ¿ controller, model #: 1420-controller / catalog #: 1420-controller / expiration date: 30-nov-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 05-nov-2019, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2021/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 01-oct-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2020/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 20-jul-2019, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.